Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had an abrasion (breached), the outer insulation was breached cut, the inner insulation had a white substance present, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), outer tubing overlay melted, the outer insulation was torn and the outer insulation was breached cut.

Event description:
It was reported that the right ventricular lead was fractured. It was also reported that the right atrial lead dislodged. Both leads were removed. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.